Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation. The patient reportedly urinated on the equipment, causing an irritation under the therapy electrodes. The patient's skin was reportedly red and itchy. The patient's nurse gave the patient benadryl and applied cold packs to the area. Follow-up indicated that the irritation had improved.